Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 5.8 cm in diameter abdominal aortic aneurysm. Vessel morphology was reported as there is moderate calcification in the left iliac artery. The endurant 16x16x124 limb was deployed into left iliac, however the most distal stent ring of the stent graft did not completely open was seen on fluoroscopy. The physician experienced difficulties removing the delivery system however was able to remove the delivery system without damage to the stent graft. A sheath was inserted in the left iliac artery but would not pass into the distal end of the stent graft. It appeared on fluoroscopy that the distal stent ring was caught on the ring above it. A reliant balloon was inserted into the limb. It was able to be advanced through the stent graft with no problem. The reliant balloon was inflated along the entire length of the iliac stent graft limb but did not open the last stent ring. The physician did not want to balloon aggressively since it was at the end of the graft. The physician elected to implant another endurant extension limb 16x16x82. A 12x40 noncompliant balloon was used to angioplasty the overlap. The iliac limb had good flow. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).